Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint. The fa found the primary failure of instrument conductor wire-bipolar damage insulation to be related to the customer reported complaint. The instrument was found to have damage of the conductor wire¿s insulation. The conductor wire's insulation found pinched at yaw pulley distal end with no exposed internal wire. No thermal damage was observed. No missing insulation of the conductor wire. The instrument passed electrical continuity test. Perform energy delivery with no issue. The complaint regarding black insulation wire was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) requested the return of the device for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a central processing, the fenestrated bipolar forceps instrument was noted a defective black insulated wire. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.